Event description:
A nurse reports, experiencing loss of tracking during procedures. On each occurrence, the site was able to re-track the eye and proceed with the surgery. There has been no pt harm/injury associated with these events.

Manufacturer narrative:
Investigation including root cause analysis is in progress.